Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, the unit was not warming correctly. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed by the field service rep (fsr). This unit has been in storage and has not been out of storage since the last preventative maintenance (pm). The fsr noticed mineral deposits in the valve and he cleaned it out.